Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02dec2020.

Event description:
It was reported to philips that the device shut down. The device was in not use at the time of the event. There was no report of patient or user harm. This issue was noted during testing. A philips authorized service personnel (asp) was dispatched to the customer site and did not confirm the reported issue. The device was rebooted and returned to functionality. Testing was completed and the asp confirmed the device returned to full functionality.